Manufacturer narrative:
Suppliment report to update event description with additional medical information.

Event description:
Suppliment report to describe additional information: doctor's comments / a scratch was created on the eye by her nail. The patient didn't felt a pain in her eye strongly and didn't know the progress of the disease because of soft contact lens bandage effect. The patient could not endure the pain finally and visited the clinic. There is a possibility that daily disposal contact lens result in such case. Contact lens users should be advised washing their hands before handling contact lenses.

Event description:
Event occurred in (B)(6) regarding a (B)(6) female with a pollen allergy to cedar. Patient was seen at a eye clinic on (B)(6) for complaints of eye pain with onset (B)(6). The clinic related that an ulcer was observed a "bit outside of the pupil" and diagnosed as a bacterial corneal ulcer. The doctor speculated that staphylococcus bacteria resulted in the bacterial corneal ulcer. The patient was medicated with cravit and bestron antibiotic eye drops and cefzon by mouth. The patient returned to the doctor on (B)(6). The bacterial corneal ulcer was confirmed as healed but there was a residual scar after one week. There was no decrease in visual acuity. The doctor stated that the patient didn't trim her nail properly and didn't wash her hands before handling the lens. Her nail created a scratch on the eye and the injury got worse. The lens was discarded by the patient. No lot number was provided. This event was justified as reportable in (B)(6) and reported in an abundance of caution in the us due to the location of scar.

Manufacturer narrative:
The subject lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Not returned to manufacturer.

Manufacturer narrative:
Correction to manufacturing number. There was a sequence error. The manufacturing number ((B)(4)) FDA MDR (B)(4) was already reported for ((B)(4) ) FDA MDR (B)(4). The correct number for ((B)(4))FDA MDR should be corrected to ((B)(4)) FDA MDR (B)(4). Correction provided in this supplement, along with updated information. Other text : not returned to manufacturer